Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental. Method, result, and conclusion codes will be made available following engineering evaluation.

Event description:
It was reported that "during attempt to final tighten blocker. It was discovered that blocker had a split down the side, it is unknown when or how this occurred. The blocker was tough to remove since inserter would spin inside blocker, doctor was able to remove by using removal set and other instruments."